Manufacturer narrative:
One sample was received in used condition. No damages were detected during visual inspection. When inflating the unit with air, it was seen that cuff inflated but a part was not uniformly. The cuff was manipulated and the whole cuff inflated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the device would only inflate halfway. No patient injury was reported.